Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using fiasp insulin and was not following the proper cartridge load procedure. Tandem technical support educated the customer fiasp is off label use and the proper way to load the cartridge. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.